Event description:
Pt called to report, that his wheelchair stopped running/working three weeks ago. He called vendor to get somebody to repair it. He said, nobody called him back. He called them again asking for a substitute. They finally sent him a manual chair which is not working either. He cannot use it or push it. He called them again and they were supposed to send him a scooter, but he said they never brought it to me. He was very upset saying how I am supposed to walk, and requesting FDA to do something about it.